Event description:
Caller reported damage to usb port/pins, which impacted the ability to charge the pump, causing it to shut down. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.